Event description:
A report was received stating that the patient's leads were explanted due to a possible infection. No culture was taken and the physician does not believe it is device or procedure related. The patient was prescribed oral antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted leads were discarded by the medial facility and were not returned to bsn for evaluation.